Manufacturer narrative:
No report injury nor medical intervetnion was reported. Downloaded data not available. This prismaflex machine was not inspected by a gambro technical services field representative and was reported back in service without further complications. The risk analyst for mission hosp is collaborating with the acute nurse manager in training the dialysis and ic nurse how to resolve future problems with flow rate discrepancies and other troubleshooting issues. The MFR is aware of the problem "flow rate discrepancy" and is working on corrections. A follow up report will be submitted once the corrective action has been taken.